Event description:
During drilling of burr hole in temporal bone, device tore dura and did not disengage as expected.

Manufacturer narrative:
Note: no medwatch form has been received from the user facility. Mfg lot records were researched and no discrepancies discovered with this lot. Case debris inside unit. Some rust noted internally. Debris & rust removed and the unit was rebuilt. Device was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.